Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had screen damage. Customer's blood glucose was unknown mg/dl. The customer stated that the screen is not readable. The customer device was possible hit with a softball or dropped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.